Manufacturer narrative:
The computer was replaced and returned to the manufacturer for analysis. The computer booted normally to the application screen. The cranial program and exams loaded without issue. No unresponsiveness was observed during burn-in testing. No errors and passed all testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. On 03/24/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 04/14/2017 software analysis was unable to determine probable cause with the information provided. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, their navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. The navigation system was re-started and issue was resolved. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.